Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding/ prolonged menstrual bleeding"), flank pain ("flank pain"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), feeling abnormal ("brain fog") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a left salpingo-oophorectomy, a right salpingectomy and right ovarian drilling ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, flank pain, abdominal pain, back pain, dyspareunia, migraine, feeling abnormal and procedural pain was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, flank pain, menorrhagia, migraine, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes incident; no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. B82472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2012 (B)(6) 2014), borderline diabetes, urinary tract infection and menarche. Concurrent conditions included morbid obesity, menstruation irregular, bloating, perineal pain and general anaesthesia. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ severe menstrual pain/ cramping/ menstrual pain/ menstrual cramps"), menorrhagia ("abnormal heavy menstrual bleeding/ prolonged menstrual bleeding/ menorrhagia"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), feeling abnormal ("brain fog/ other injury(ies) or complication please describe: brain fog"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and polymenorrhoea ("menstrual cycles bi-weekly"). On an unknown date, the patient experienced flank pain ("flank pain"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), procedural pain ("painful post-operative recovery") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (left salpingo-oophorectomy, a right salpingectomy and right ovarian drilling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, flank pain, abdominal pain, back pain, dyspareunia, migraine, feeling abnormal, procedural pain and polymenorrhoea was resolving and the vaginal haemorrhage, headache, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, flank pain, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, polymenorrhoea, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: tissue: left fallopian tube and ovary, and right tube, essure coils 2. The essure coils were placed into each with 3 coils seen on the right and 2 coils seen on the left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain") in a 29-year-old female patient who had essure (batch no. B82472) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (B)(6) 2012 (B)(6) 2014), borderline diabetes, urinary tract infection and menarche. Concurrent conditions included obesity, menstruation irregular, bloating, perineal pain and general anaesthesia. On 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ severe menstrual pain/ cramping/ menstrual pain/ menstrual cramps"), menorrhagia ("abnormal heavy menstrual bleeding/ prolonged menstrual bleeding/ menorrhagia"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), feeling abnormal ("brain fog/ other injury(ies) or complication please describe: brain fog"), vaginal haemorrhage ("abnormal bleeding vaginal"), headache ("headaches"), abdominal pain lower ("lower abdominal pain") and polymenorrhoea ("menstrual cycles bi-weekly"). On an unknown date, the patient experienced flank pain ("flank pain"), abdominal pain ("severe abdominal pain"), migraine ("migraines"), procedural pain ("painful post-operative recovery") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (left salpingo-oophorectomy, a right salpingectomy and right ovarian drilling). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, flank pain, abdominal pain, back pain, dyspareunia, migraine, feeling abnormal, procedural pain and polymenorrhoea was resolving and the vaginal haemorrhage, headache, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, flank pain, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, polymenorrhoea, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: tissue: left fallopian tube and ovary, and right tube, essure coils 2. The essure coils were placed into each with 3 coils seen on the right and 2 coils seen on the left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: confirming full occlusion of fallopian tubes concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, ovarian cyst. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history updated. Essure lot number, indication female sterilization was added. Events: cramping and menstrual pain were clubbed with previously reported events. Events: vaginal hemorrhage, headache, ovarian cyst, abdominal pain lower, polymenorrhoea were newly added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.